Manufacturer narrative:
Customer not returning, discarded the broken file. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.

Event description:
In this event it is reported that profile vortex blue 04/15 25mm file broke during use. Broken piece as not removed and incorporated into fill. No injury occurred.